Event description:
As reported by through the (B)(4) clinical trial, approximately three and half weeks post transcatheter aortic valve replacement (tavr) procedure, the patient was admitted to an outside facility with congestive heart failure (chf) and severe paravalvular leak. Per the medical records received, the patient was admitted on (B)(6) 2011, for shortness of breath, congestive heart failure exacerbation and pleural effusion. The patient was also confirmed to have an (B)(6) bacteremia requiring IV antibiotics. The patient was treated with IV lasix for the chf, with a resulting increase in urine output, and began to feel better. The event is reported as being resolved. During hospitalization, the patient was maintained on oral lasix daily and required additional intravenous doses of lasix for an increase in bnp and worsening of congestive heart failure. The etiology of the heart failure was uncertain but the attending physician speculated it could be due to dietary noncompliance, increasing renal insufficiency, or fluid overload. However, an echocardiogram on (B)(6) 2011 showed moderate to severe aortic regurgitation, mild aortic stenosis, severe pulmonary hypertension, and large pleural effusions with an ejection fraction of 60%. A second echocardiogram on (B)(6) 2011 showed moderate eccentric aortic regurgitation that was localized. The sapien valve was well seated with sclerotic leaflets that were without obvious endocarditis lesions no obvious aortic valve ring abscess was noted and the aortic insufficiency appeared to run along the inferior pole of the root with a connection/fistulous tract into the left atrium. Moderate mitral valve calcification and mild mr was also present. They could not rule out a small mobile vegetation attached to the posterior mitral valve leaflet on the left atrial side. Moderate tricuspid regurgitation and pulmonary hypertension were also noted. Although the patient has multisystem disease and advance age, the medical team decided that at this time, the patient did not require hospice and palliative treatment. The patient was discharged to convalescent center.

Manufacturer narrative:
This patient received a 23mm sapien transcatheter heart valve as part of the (B)(4) clinical study. The valve was successfully implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to paravalvular leak and congestive heart failure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. In this case, the patient has multiple underlying co-morbidities that could have caused or contributed to the reported chf exacerbation (i.e. Htn, cad, valvular heart disease). Additionally, the patient was confirmed to have an (B)(6) bacteremia requiring IV antibiotics but there was no confirmation of endocarditis. No further actions are possible at this time.